Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery voltage recently began dropping in an irregular fashion which was possibly due to an internal electrical short of the battery. Device replacement was recommended. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery voltage recently began dropping in an irregular fashion which was possibly due to an internal electrical short of the battery. Device replacement was recommended. This ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicates that the code message was displayed when interrogating the device prior to the procedure start time. This ICD was returned for analysis.